Manufacturer narrative:
Device analysis did not detect any evidence of a manufacturing, material or design issue. The rate of occurrence is within predicted levels in the risk management document. There were no allegations or evidence of particulates or potential for particulates. This report is being submitted since the device involved shares the same product family, but with design differences, as other devices that were MDR reported.

Event description:
As reported when the physician went to split the introducer, one of the orange tabs broke off. Introducer removed using surgical instruments.